Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during separate vitreoretinal procedures, the trocar cannulas leaked. The procedures were completed without known consequences or impact to the patients. No further information is expected. The product sample was requested.

Manufacturer narrative:
Three opened trocar hub and cannula assemblies were received for evaluation. Sample #1 was found to be conforming. Sample #2 was found to have a slit that does not close. Sample #3 was found to have one side of the slit that does not close. The customer's product lot was identified. A device history record review for the lot showed that the product was released according to the manufacturer's acceptance criteria. It is unknown how or when the samples became damaged because they were returned opened. The root cause could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been returned, but has yet to be evaluated. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).